Event description:
I have purchased numerous bite guards thru the years. Sometimes I have trouble with results while following the instructions. Why did the soft and (heet) hard part separate. Has happened before just never sought replacement.